Manufacturer narrative:
Unit received with blank display due to faulty u7 at m/b. Unable to verify unexpected high pitch alarm or button anomaly due to blank display. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window.

Event description:
It was reported that the customer had high blood glucose levels of 176 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer also reported a continuous high pitch squeal from the insulin pump. The customer further reported changing the battery of the insulin pump but when the insulin pump restarted, the insulin pump had a blank display. The customer also reported damage to the top right corner of the screen but not on the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.